Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of hi on his blood glucose meter when compared to a reading of 88 mg/dl on a one touch profile blood glucose meter. The difference in the readings was considered to be clinically significant. Insulin was administered based on the hi reading with no adverse reaction. The meter will be returned for evaluation.